Event description:
(B)(6) study. It was reported that a cerebral vascular accident (cva) occurred. Prior to the index procedure, 100 mg aspirin was administered. On (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 25.0 mm. On (B)(6) 2020, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2021, 354 days post index procedure, the patient presented to the emergency department with complaints of global aphasia and symptoms were noted approximately 40 minutes before presentation. Apoplexy and loss of motor function occurred according to the patient's wife. Upon arrival, neurological examination revealed nerve exit points were clear, regular vision noted, babinski sign was positive on the left, romberg's test steady, no gait ataxia, global aphasia noted with very poor cooperation and reduced mobility of the right half of the body and no other neurological disorders were noted. On (B)(6) 2021, the patient was admitted in the stroke unit for further evaluation of suspected diagnosis of a left hemispheric ischemia due to an acute incidence of global aphasia. On (B)(6) 2021, initial cranial computed tomography (CT) with CT angiography revealed longer stretch thrombus in partial vessel of the trifurcation of the middle cerebral artery (mca) on the left in the m2 segment with otherwise normal contrast of the extracranial and intracranial arteries. Drop in brain volume as well as serious adverse event (sae) without evidence of hemorrhage and without evidence of a differentiated left-brain cerebral infarct was noted. Consulted with internal medicine and to exclude other contraindications, lysis therapy with total of 80 mg actilyse was initiated and aspirin (100 mg) was paused. On (B)(6) 2021, the patient was also noted with repeated hypertensive blood pressure, in response to that administered 10 mg of urapidil. During the hospital stay, blood pressure was difficult to control using medications and in addition treated with a nepresol infusion pump and ace inhibitor was initiated. During monitoring, pre-existing intermittent atrial fibrillation was also noted. On (B)(6) 2021, routine transthoracic echocardiography (tte) revealed hypertrophic left ventricle, ejection fraction of 60%, diastolic function disorder, dilation of the left atrium (45-50 mm / 26 cm2), grade 1 mitral regurgitation, moderate-grade aortic valve stenosis and narrow lateral pericardial effusion were noted. On (B)(6) 2021, doppler/duplex ultrasound of the complete brain circulation revealed a massive arteriosclerosis without hemodynamically relevant stenosis. On the same day, follow up cranial CT performed, and findings was inconsistent with previous examination. CT angiography revealed no evidence of a hemorrhage after lysis in comparison to the prior examination. The small thrombus in the m2 segment of the left temporal region of a trifurcation artery was no longer visible with certainty. On (B)(6) 2021, MRI of the cranium without contrast revealed no evidence of an acute left-brain cerebral infarct. Drop in brain volume as well as sae with multi infarct syndrome was noted. Unchanged acute bleeding in the right occipital basal region and left temporobasal region as well as pronounced amyloid angiopathy was noted. On the same day, during monitoring, aphasia and dysarthrophonia were not noted and swallowing of all consistencies was normal. There was no further indication for speech therapy. On (B)(6) 2021, follow up cranial CT scan was compared with the prior examination on (B)(6) 2021, and the following changes were noted with known bleeding in the left temporobasal and right occipital regions was discolored considerably as a consequence of the resorption, which continued to be evident, however, no evidence of further acute or chronic bleeds in the infratentorial or supratentorial regions was noted. Post cranial CT scan, aspirin (100 mg) was re-started due to resorption of the bleeding. Symptoms within the scope of embolic mca infarct on the left was considered due to pre-existing paroxysmal atrial fibrillation without anticoagulation. Due to a massive amyloid angiopathy and previous history of gi bleeding, anticoagulation was not initiated. On (B)(6) 2021, the event was considered to be resolved and the patient was discharged on aspirin and clopidogrel with good general condition and recommended occupational, speech and physical therapy on outpatient basis. During first follow up visit tee dated (B)(6) 2020 revealed complete seal with no evidence of device thrombus, pericardial effusion and atrial septal shunt.